Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 31-oct-2023 and forwarded to millyard advanced medical products, llc on 03-nov-2023. A hospital employee reported that a patient experienced pump depletion issues with no actual depletion of drug, which occurred with multiple pumps. The patient went to the ER and was admitted to the hospital. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.